Event description:
On (B)(6) 2010, patient reported, she had switched to her backup infusion device in (B)(6) 2009, because she was unable to change the battery in her primary infusion device. Patient stated, her blood glucose began to rise when she went on the backup infusion device. Patient reported after the 1st day, she decided to troubleshoot on her own. Patient stated, she disconnected the infusion tubing and noticed when she attempted to prime, there was no insulin dripping from the infusion tubing. Patient reported by the 2nd day of the elevated blood glucose, she was admitted to the hospital because her blood glucose went above 25 mmol/l (450 mg/dl). Patient's target range is 2-32 mmol/l (36-576 mg/dl). Patient stated, she went into dka and was in the ICU for a few days due to this. Verified that the infusion device never gave any type of alarms or occlusions. On call back from patient on (B)(6) 2010, patient declined to troubleshoot or try to use the backup infusion device. Patient stated, she was in the hospital for 5 days and the infusion device was not delivering insulin. Product was replaced and requested return of the suspect product for evaluation.